Event description:
It was reported that the user experienced hypoglycemia with a lowest blood glucose of 64 mg/dl and a current reading of 71 mg/dl, described as feeling like a roller coaster, and received troubleshooting and education on treating lows with small carbohydrate amounts and reassessment to avoid overtreatment. Symptoms included hypoglycemia. Outcomes included use of oral glucose for treatment and no higher level of care. Investigation included call center troubleshooting and user education. Investigation of this case revealed no device malfunction identified and the cause of hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.